Event description:
Patient representative reported "patient suffers from bia-alcl (currently stage 2) and has mental, physical, and economic difficulties." Histopathological markers were not reported. The device has been explanted. This represents the left side. As the reported information does not indicate that the noted alcl is bilateral, only one complaint will capture this event.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. As the reported information does not indicate that the noted alcl is bilateral, allergan medical safety has confirmed only one complaint will capture this event in contralateral mrn 9617229-2019-14387. Upon receiving further information this decision will be reassessed.

Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Patient representative reported "patient suffers from bia-alcl (currently stage 2) and has mental, physical, and economic difficulties." Histopathological markers were not reported. The status of the device is unknown. This represents an unknown side.